Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was that the rear response button switch was damaged. The root cause of the damaged switch cannot be positively identified. There was no adverse event that resulted from the damaged monitor.